Manufacturer narrative:
(B)(4). Date sent: 05/05/2023. Investigation summary: during the inspection at the independencia pi lab, the device was visually analyzed; the anvil was not returned, and staples were present. When the test battery was installed, the green checkmark did not illuminate, indicating that the device had not been fired. The device was disassembled to verify the condition of the internal components. No apparent damage or reason for the would not fire condition was found. The device was sent to cincinnati for additional analysis. Upon receipt at cincinnati, a visual inspection of the device revealed no apparent damage, however, there was a substantial amount of bodily fluid left on the device. When the test battery was installed, the green checkmark did not illuminate, indicating that the device had not been fired. Attempts to fire the device in the received condition were unsuccessful. The device was disassembled, and the firing switch (s1) was cleaned with isopropyl alcohol. Using a shorting plug and a known good motor, the device would fire after the cleaning of the firing switch. The device was then reassembled with the original flex circuit and motor and the device continued to function as expected. The device was then fired five (5) additional times with no issues observed. The most likely cause of the device not firing was a malfunctioning firing switch due to bodily fluid ingress. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the malfunctioning firing switch due to bodily fluid ingress, the would not fire issue reported was confirmed. DHR completed for lot/batch # 205c57: a manufacturing record evaluation was performed for the finished device batch/lot number 205c57, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. DHR (device history review) is pending for lot # 205c57. When the DHR is completed, a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic lar the anvil was placed and married to the device but no response from the trigger occurred. They detached it then reengaged with no response. A new battery off of a new device was used with no result. The new battery was returned to the new device, and it was used to complete the case with no patient consequences.